Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify motor error alarm due to completely broken reservoir tube lip. Unit had broken battery tube threads, missing reservoir tube o-ring. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer stated they were able to complete the rewind process. Customer reported the drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.